Event description:
The customer reported that the system displayed a charger failure message and the screen was flickering when turned on. They restarted the system and then the screen went completely black. The system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was replaced. The system was then found to be operating as intended.